Event description:
Clinical study. After a coronary drug eluting stenting treatment procedure, a target vessel reintervention was performed on the left anterior descending artery. Additional information has been requested.

Event description:
The pt was enrolled in the program in 2004. Target lesion 1 was identified in the mid lad with 90% stenosis and a 2.75 mm reference vessel diameter. Target lesion 1 was treated with placement of a 2.75 x 12 mm taxus stent. Residual stenosis was 0%. Following the proceure, the pt's enzymes met guideline criteria for mi. The pt was discharged the next day. Causality: relationship to taxus stent: not related.